Event description:
A malfunction was reported, with the code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, successfully completing the initial reset and planning to call back for further assistance after a meeting. The case was left open for follow-up.